Event description:
It was reported post-paced t-wave oversensing was observed on an asymptomatic patient via a merlin.net transmission. The oversensing was noted on a stored egm for nonsustained lead noise. Programming changes were recommended.